Event description:
It was reported that visualization issues occurred. An optical coherence tomography (oct) was performed after the stent implantation. The stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. The dilatation was performed in nominal pressure at 11 atmospheres and rated burst pressure (rbp) at 16 atmospheres. However, the stent could not be confirmed from 12 to 17 o'clock direction and the deployed stent remains in the patient. The device was used continuously, and the procedure was completed. No patient complications were reported.